Event description:
The patient reported, she has been experiencing elevated blood glucose readings for the last 25 hours. She stated when she woke up this morning she noticed her insulin infusion headset had detached from her site. She stated, her blood glucose reading was 300 mg/dl with her target reading being 140 mg/dl. The patient said her mouth was very dry and she corrected her elevated readings by inserting a new infusion headset and bolusing insulin. During troubleshooting, the patient stated she has had this general concern for years. The patient was educated on the sandwich technique of securing the infusion headset. On follow up, the patient stated her blood glucose levels are fine. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.